Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 years and 1 month.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. Log file analysis completed by the manufacturer¿s technical services representative revealed that a pump stoppage occurred due to power source depletion. Pump function resumed when charged power sources were connected. No additional information was provided.

Manufacturer narrative:
Review of the submitted system controller log files confirmed a system stop following the depletion of the 14v li-ion batteries and the system controller's backup battery. The system controller event log file contained data from 08dec2017 at 17:15:16 through 12dec2017 at 11:17:29. The file appeared to capture routine power source exchanges and pi events until 12dec2017 at 03:32:05 when the low power advisory alarm was flagged. A low power hazard alarm was then captured at 04:47:26, followed by a no external power alarm and activation of the backup battery at 04:58:03. The system was supported by the backup battery until 07:14:19 when the pump ultimately stopped. The duration of time that left ventricular assist system (lvas) was without power could not be determined through this evaluation. Upon restoration of power to the system controller, the system resumed operation and the controller clock corrupt alarm was activated per design. The clock was finally set on 12dec2017 at 11:16:35 and all alarms cleared. The system appeared to function as intended. The system was supported via battery power through the entire file leading up to the events of 12dec2017. The patient remains ongoing on the device. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.